Event description:
It was reported that the user received error code 18 [damaged handpiece or finger lever base out of position cause finger control error] and the device was not working properly. This was discovered intra-operatively, after which the ¿patient was closed and brought back in the next morning to finish the procedure.¿ it was reported that 2 days after the procedure the patient was doing well.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Product evaluation: service and repair found that the handpiece displayed error code 18; bulkhead failure. The bulkhead was replaced. The handpiece was repaired, cleaned, tested and passed to manufacturing specifications.